Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken cable on the mega needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a grip close cable broken at the distal idlers pulley and was sticking out at the instrument's wrist. The idler pulley spun freely but had slight damages on the edge and on the surface. The other cables at the instrument's wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.